Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. During the initial procedure two 6.0x40x75cm express ld stents were successfully implanted in the left and right iliac arteries. Both stents were well positioned and well apposed to the vessel wall. Approximately two weeks post procedure the patient returned for a stenting procedure of the right popliteal artery and right common femoral artery. During vascular access, as the sheath was advanced thru the left groin, the previously implanted express ld stent in the left iliac artery "crumbled up in an accordion shape." The damaged express ld stent was dilated with a 3mm x40mm non bsc balloon catheter three times and a 6mmx20mm non bsc balloon catheter several times. However, the proximal portion of the express ld stent was not fully dilated. A non bsc stent was implanted slightly overlapping the proximal portion of the express ld stent the stent final result was well positioned and well apposed to the vessel wall. No further patient complications were reported. The patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).